Manufacturer narrative:
The device was returned for analysis. The reported difficult to advance and the reported difficult to remove were unable to be replicated in a testing environment due to the condition of the returned device. Additionally, it was noted that the device had torn polymer coating and teflon coating scrapping. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that that a buildup of blood and/or contrast on the guide wire and/or interaction/damages to the xience skypoint stent delivery system contributed to the reported difficult to advance and the reported difficult to remove. Interaction and/or manipulation of the device resulted in the noted device damages (torn polymer coating, teflon coating scrapping). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The xience skypoint stent system referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a target lesion in the moderately tortuous right coronary artery (rca). The 4.0 x 18 mm xience skypoint stent delivery system was advanced over the whisper extra support guide wire. Resistance was noted during advancement, and the stent delivery system became stuck. The stent delivery system could not be removed from the guide wire. Both devices were removed as a single unit. There was no adverse patient effect and no clinically significant delay. No additional information was provided.